Event description:
The customer reported that erroneously elevated and/or imprecise cardiac troponin (accutni) patient results were generated on an access 2 immunoassay system for nine patients. This report represents the erroneously elevated initial accutni results, within the risk stratification range of the assay, generated on an access 2 immunoassay system on (B)(6) 2012 for two patients. Beckman coulter inc. Assessment of customer supplied data indicated that upon repeat testing on the same instrument the repeat results were lower for both patients. One patient's repeat result was still within the risk stratification range of the assay, while the other patient's repeat result was within the normal reference range for the assay. The erroneous initial results were not reported out of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Beckman coulter inc. Assessment of customer supplied instrument/assay performance data indicated that all levels of troponin quality control (qc) results recovered within established ranges during the timeframe of the event. The assay calibration curves generated prior to, and after, the event were accepted as passing and had acceptable percent coefficients of variation. System checks performed prior to, and after, the event met instrument specifications. The samples were collected into lithium heparin plasma tubes with gel separators and were centrifuged at room temperature prior to testing. The samples were normal in appearance and were aliquoted and re-centrifuged prior to repeat testing. No other patient/assay results were questioned as part of this event

Manufacturer narrative:
Service was dispatched on (B)(4) 2012 to the site for this issue. The field service engineer (fse) discovered that the o-rings on the mixers had worn flat on one side which was causing the rvs (reaction vessels) to wobble while mixing which causing splashing. The fse replaced the mixer assemblies. Upon completion of the repairs the instrument was verified against established specifications and subsequently returned back into operation. The root cause of this event was effected mixer o-rings. Associated mdrs: 2122870-2012-01088, 2122870-2012-01093, 2122870-2012-01102, 2122870-2012-01089, 2122870-2012-01090, 2122870-2012-01091, 2122870-2012-01092, 2122870-2012-01101.